Event description:
Post angiogram noted a proximal type I endoleak. Area was re-ballooned but endoleak still persisted. Another manufacturer's stent was mounted onto a balloon catheter and placed at the sealing site of the suprarenal stent. After placement of the stent, post angiogram did not detect any visible signs of a proximal endoleak. However, at the proximal portion of the main body graft was noted an ulcer present, filling with contrast, but no indication of a communication of the ulcer to the aneurysm. No other intervention was deemed necessary.